Manufacturer narrative:
An infection at the lead site was reported to abbott. Surgical intervention was undertaken wherein it was discovered that the patient had a seroma at the ipg site as well. The system was explanted, and antibiotics were administered to the wound sites. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the lead site. Surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered that the patient had a seroma at the ipg site as well. The system was explanted, and antibiotics were administered to the wound sites.